Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead exhibited phrenic nerve stimulation. Moreover, it was unable to program around the stimulation. Additional information was obtained indicating that this was a patient specific issue and there was no allegation with the lv lead. The patient had an upgrade for the device in which the physician opted to surgically abandoned this chronic lv lead. No additional adverse patient effects were reported.